Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 row b was off bus. A field service engineer (fse) found that the row board connector was slightly disconnected. The cable was reseated, but the issue persisted. After removing the tray, residue from liquid was observed near the connector of the affected row board. The fse replaced the row board tray and full functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, and the main half height drawer 2.1 (row b) was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.